Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, increased sensitivity, inflammation, mobility. Prosthetics without load. Patient had 2nd covid vaccination. Immune defense weakened.

Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, increased sensitivity, inflammation, mobility. Prosthetics without load. Patient had 2nd covid vaccination. Immune defense weakened.